Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-53515 is a concomitant. Please refer to manufacturer report number 2016493-2021-53513 which captured the correct suspect devices per investigation report.

Event description:
It was reported from unit 3200 that the nurse informed biomed that the 8100 setting was changing from the previous settings while running. At 11:04 on (B)(6) 2021 at 9:29 am and on (B)(6) 2021 at 1104, during the heparin infusion, the rate changed from "20ml to 15ml. Same patient for both incidents. For one of the incidents, the nurse visibly saw the pump change rates after starting the infusion the second incident the nurse noticed the rate change shortly after the infusion was started. In both case, the nurse was able to stop the infusion, correct the rate and then restart the infusion with the correct rate. There was patient involvement but no harm.

Manufacturer narrative:
(B)(6). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported from unit 3200 that the nurse informed biomed that the 8100 setting was changing from the previous settings while running. At 11:04 on (B)(6) 2021 at 9:29 am and on (B)(6) 2021 at 1104, during the heparin infusion, the rate changed from "20ml to 15ml. Same patient for both incidents. For one of the incidents, the nurse visibly saw the pump change rates after starting the infusion the second incident the nurse noticed the rate change shortly after the infusion was started. In both case, the nurse was able to stop the infusion, correct the rate and then restart the infusion with the correct rate. There was patient involvement but no harm.